Event description:
According to the reporter: during a wedge resection via vats, reload made a strange clicking noise once fired by the powered handle, the reload articulated extremely, much past 45 degrees-changing the angle of the firing, and completed the firing cycle. It seems as though the articulation was broken (the strange clicking noises initially) which caused the reload to strangely articulate during the firing cycle. The surgeon was concerned with the movement of the stapler and whether or not he would be able to get adequate margins on the resection. He said it was acceptable margin once he heard back from pathology. There was no patient injury involved regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.